Event description:
It was reported, after doctor removed the gamma3 targeting device, he stuck his finger on the pt's greater trochanter to determine how the nail was seated in comparison to the pt's greater trochanter. At that pont, he felt a small c-ring which had come off from the portion of the targeting arm which attaches to the nail.

Manufacturer narrative:
Add'l info has been requested and if received will be provided on a supplemental report.